Event description:
Information received by medtronic indicated that the insulin pump had blank display. Insulin pump had battery failed alarms. The insulin pump was not turning on. Customer stated insulin pump was cracked near the battery compartment. The battery cap on insulin pump was missing or damaged. Customer experienced low blood glucose level and treated it with food. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. On 01/26/2022 the customer alleged failed battery test alarm, cosmetic damage (cracked battery compartment), blank display, damaged battery cap, and low bg's. Device received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. No blank display noted during testing. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked case above arrow and battery icon, cracked battery tube threads, scratched case, and cracked case on corner of belt clip rails identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. In further full review in the pump history, these battery related alarms were found: failed battery test alarm on (B)(6) 2022 at 13:07:24, power loss alarm on (B)(6) 2022 at 13:20:16, 13:20:27, insert battery alarm on (B)(6) 2022 at 13:07:49, 13:09:45, 13:19:00. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. No unexpected failed battery test, power loss, nor insert battery alarms during testing. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked battery tube threads and cracked case on corner of belt clip rails was noted. Customer alleged for failed battery test alarm was confirmed. Customer alleged for blank display was confirmed. Unable to verify battery cap damage due to missing original battery cap. Unable to confirm alleged low bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.